Manufacturer narrative:
Information not provided. Information not provided. The simplyclean brush head is an accessory to the sonicare power toothbrush. Information not provided.

Event description:
Consumer complained about bristles falling out. No injury reported. No medical attention sought.